Event description:
It was reported that implant was removed from the shaft during surgery, it was a t1 pre-deployment. There was a delay greater than 30 minutes. No patient injury was reported.

Manufacturer narrative:
Visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 remained on the needle. The condition of the device indicates t1 was dislodged from the needle inadvertently during use. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.